Manufacturer narrative:
(B)(4). G2: jordan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the product fractured during surgery. There was no reported adverse event as a result of the malfunction. Attempts have been made and there is no further information at this time.

Event description:
It was further reported that there was no patient impact or harm and that another drill bit was used to completed the procedure.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - drill. Reported event was confirmed as visual examination of the provided pictures identified the drill bit had broken. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.